Manufacturer narrative:
Clinical engineering called to say that the device had left a blister on the pt. It was not life threatening or permanent. He did not return the light for our eval, however, we examined one from the same batch and discovered that two wires on the pc board to the led were reversed. Although the light passed our quality check we discoverd that it would accumulate heat that was out of spec if it was left on for longer than usually necessary for the procedure. The instructions show a nurse holding the light in the palm of her hand so she would know if it overheated. I informed clinical engineer of the problem and requested that he return the light for replacement. He did not responsed, yet the hosp subsequently purchased more lights. We notified all the affected users of the potential problem if they left it on for an extended period of time and requested that they return them for replacement. We determined that this did not cause or contribute to cause death or serious injury and we handled it as a minor product error that was quickly and easily remedied.